Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), the protective sheath was removed without resistance and the stent was found dislodged from the sds. The xience xpedition sds was set aside and another xience xpedition sds was used for the procedure. There were no other details able to be provided by the account because they were not remembered. There was no patient involvement or no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.